Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: extension. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: extension. Product ID 3389s-40, lot# va0gvck, product type: lead. Product ID 3389s-40, lot#: va0j0kk, product type: lead.

Event description:
On 2017-01-20 (B)(4) (rep): a manufacturer representative (rep) reported that the patient's system was removed due to infection in 2014. The patient's indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.